Event description:
A malfunction occurred on a customer's pump, specifically displaying the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was also provided with information on loading a new cartridge and restarting a sensor, which they understood. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappeared.